Event description:
On (B)(6) 2014, the distributor contacted animas, alleging an unexplained loss of prime issue. It was reported that the pump had emitted frequent loss of prime alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 10/13/2014. Device evaluation: the device has been returned and evaluated by product analysis on 09/26/2014 with the following findings: on 12/07/2013, the pump recorded a loss of prime warning due to a low-non zero force event. The pump was exercised for 24 hours with no loss of prime warnings or other alarms observed. A force sensor calibration check failed and the force sensor resistor was measured at 9.4 kiloohms. Product analysis was unable to duplicate the customer complaint. Unrelated to the initial complaint, the pump booted to a dim, red display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.